Manufacturer narrative:
The unit was received at the v60 vent manufacturing plant. Visual inspection did not show any signs of damage or contamination to the exterior of the unit. A test battery from the testing lab was installed in the returned vent in order to conduct testing. Testing revealed that the green power led was activating correctly, but the amber ac power led was not turning on. The returned vent transitioned between the test backup battery power and the ac source with no functional errors produced. This revealed that it is an led issue and not a power issue. The user interface assembly was removed from the unit for inspection. Visual inspection of the power switch overlay was performed. Continuity verification revealed an open with 41.834 ohms of resistance. The customer's report of v60 unit operated on battery power only was not confirmed. Testing and evaluation concluded that there was no power malfunction. The root cause for the customer's experience of no amber light in the power switch when connected to ac power was due to the amber ac power led failed open.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that during installation, the v60 unit operated on battery power only. There was no amber light in the power switch when connected to ac power. There was no patient involvement.